Event description:
A nursing assistant reported that during surgery, a system message was displayed which requested a cpu revision. Additional information received at a later date indicated that the system was exchanged and the case was completed. There was no harm to the patient.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).